Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was explanted and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and analysis was performed. No anomalies were found. The visual summary analysis of the lead indicated apparent explant damage which included lead stretching, concomitant product: 2088tc competitor implantable pacing lead, (B)(6) 2013. (B)(4).